Manufacturer narrative:
On 8/2/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum was found on the catheter. The returned device was visually inspected, and char was observed on the catheter tip. The catheter was evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. A coolflow pump test was performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char/coagulum on the tip has been verified. Char is a physical phenomenon of radiofrequency application, and can be a normal result of the ablation process. The thermocouple failure is detectable in production, mitigating catheters exhibiting this failure from reaching the customer. In spite of the controls in place during the manufacturing process, inadvertent polyurethane wicking on the thermocouple wires can cause these wires to break in the field or during a procedure because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any impact to patient safety, and there is no evidence that the thermocouple failure caused the buildup of char.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: irrigation pump, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum was found on the catheter. During the procedure, the irrigation pump presented a bubble error. The catheter was removed from the patient for purging, at which point the coagulum was found. The catheter was replaced, and the procedure was completed without patient consequence. The physician stated that the presence of coagulum may have prevented the application of radiofrequency (rf) energy from being efficient, as many rf applications were made without successful termination of the arrhythmia. The generator was being used in power control mode with a normal temperature cutoff value. At the time of the event, power deliver was at 40 w, temperature at 36 c, and impedance at 130 ohms. Heparin was being administered. Coagulum exhibits poor adherence to catheters, making it a potential source of embolism. As a result, this event is MDR reportable.